Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went back to the hospital on (B)(6) 2024, and it was noted that there was a significant kink and lots of twisting of the modular cable. The pump cable had no kinks or twists. A modular cable exchange would not be performed until next visit to ensure the correct safety precautions. The healthcare providers unwinded all the cables. On (B)(6) 2024, the patient had elective modular cable and system controller exchange after speed reduction to allow the aortic valve to open at 4800 revolutions per minute (rpm). The speed of the pump was lowered not due to a ramp study, but it was due to the elective modular cable and system controller exchange due to the severe kinking/twisting of the modular cable. The speed was lowered by the doctor via echocardiogram until the aortic valve was opening to mitigate complications with pump stoppage during the exchange. The speed returned to 5700 rpm post exchange. The system controller was originally exchanged to just facilitate ease of modular cable exchange but afterwards it was noted that the driveline cable door lock was unable to open and was fused closed. The patient was discharged home and was continued on the mechanical circulatory support (mcs) equipment. Log files from the old system controller were submitted for review and captured a few pulsatility index (pi) events and routine power cable disconnect during power change. There were no notable alarm conditions or parameter changes, and the equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a kink in the modular cable (lot number: 8933862) was confirmed upon arrival of the returned product. The reported event of the modular cable being stuck in the system controller was also confirmed; however, the cause of this issue was isolated to the heartmate 3 system controller (serial number: (B)(6)) and therefore it has been addressed by the controller investigation. The outer jacket was slightly bunched up in the area of the kink, but the jacket remained fully intact. The outer jacket and strain reliefs of the modular cable were found to be discolored. The modular cable passed all resistance and insulation resistance requirements. The modular cable was functionally tested alongside known working lab equipment as well as the returned heartmate 3 system controller, and the system was found to perform as intended. The observed kink and discoloration did not impact the performance of the cable, even when the cable was heavily manipulated by hand. The submitted and downloaded log files from (B)(6) were also reviewed, and no atypical events related to the operation of the modular cable were observed. The root cause of the observed kink could not be conclusively determined through this analysis. The relevant sections of the device history records for the modular cable, lot number 8933862, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate iii instructions for use (rev. C - section 8 entitled ¿equipment storage and care¿) and the heartmate iii patient handbook (rev. D - section 6 entitled ¿caring for the equipment¿) address how to store, maintain, and care for all equipment, including the modular cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.